Manufacturer narrative:
(B)(4). Batch # n90g0h. The analysis results found that the mcs20 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and one malformed clip was formed due to an anti-backup failure. The remaining 14 clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the internal components, the device was disassembled and the anti-backup lever was noted to be worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip from the device failed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.